Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. No additional information has been received which identifies the product or indicates that the device may have caused or contributed to the event.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant device- unknown legacy biomet implant, lot# unknown. Therapy date: unknown. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the customer had a navigator mount fracture off into the implant. No additional information was provided.